Event description:
Received fitbit charge 2 device as a free gift from my employer to record my physical activity and began using it on (B)(6) 2017. After a week or so of use I started having dizzy spells. At one point while driving, I had to pull off the road at one point because I could no longer see the road. Coincidentally, I had my yearly physical on (B)(6) 2017. Blood tests revealed hypothyroidism: tsh = 9.96, free t4 = 0.8, and t4 total= 4.7. I had a problem with my thyroid in the past, however, I've been off medication for over 2 years. I stopped using the device (B)(6) 2017.